Event description:
It was reported that the patient's pump was sounding an alarm due to being in safe state. The patient presented with increased spasticity. The patient was hospitalized, but at the time of report there was no patient injury or adverse event. The drug used in this system was compounded baclofen. Eleven days later, it was reported that the patient was "ok" after a pump replacement the prior week.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump found a pump motor feedthru anomaly of shorting across the insulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.